Event description:
It was reported that there was an abrupt increase in and high left ventricular (lv) lead impedance and an increase in lv lead threshold measurements. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.